Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 24-sep-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found a faulty scope socket. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and device evaluation, a failure of the endoscope socket was reported, and the errors of b30 (scope communication error) and b31 (scope communication error) were likely caused by the failure of the endoscope socket. If the electrical contacts of the connector are unstable, the communication between the endoscope and the video processor is hindered and b30/b31 errors may occur.

Event description:
Kw 03-12-2021. The user facility contacted olympus to report the device displayed a b30 and b31 error codes. There was no report of patient involvement.